Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 67 mg/dl while wearing the pod for longer than 48 hours. The patient reports they had lost consciousness. The patient was taken by ambulance to the hospital. The patient had paused insulin on the way to the hospital. Once at the hospital the patient was monitored and given orange juice. The patient was discharged from the hospital after 3 hours. The patient removed their pod after being discharged from the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.